Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (no power) issue with blank screen, no audible tones/vibration. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 07/02/2015 device evaluation: the pump has been returned and evaluated by product analysis on 06/13/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. On investigation, the alleged no power issue was not duplicated in the evaluation. Review of black box data did not find any evidence of power interruptions. The returned battery cap was undamaged and able to fasten properly onto the pump. The pump power up to the verify screen with auditory and vibratory features. No tactile issues were found with the buttons. A rewind/load/prime sequence and a 24-hour basal exercise were executed without incidences. Pump casing was opened and no intermittent conditions were found on the power printed circuit board or the continuous glucose monitor module. Unrelated to the complaint, a battery compartment crack was observed below the grip pad.